Manufacturer narrative:
Per the contract manufacturer evaluation, no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the batch production record for the reported lot was performed and confirmed the product met specifications at the time of release. However, there was no sample returned for evaluation. With no sample received and no additional related information provided, the customer reported event was not confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an ophthalmic gas dispensing regulator did not dispense gas during a vitrectomy surgery. The patient was under local anesthesia and experienced emotional fluctuations, but no patient harm was reported.